Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced vascular.

Event description:
It was reported that a patient who underwent placement of spaceoar vue hydrogel and transperineal fiducial markers under local anesthesia, experienced blood in their urine. The patient was treated with antibiotics. Subsequently, the hydrogel was detected within the vasculature. It was noted that the patient finished the external beam radiation treatment course.